Manufacturer narrative:
This is a definitive report. This case was provided by a sales partner in the us. The us partner received the information on 2026-06-12 by fax and forwarded it to the manufacturer on 2026-06-15. The manufacturer confirmed receipt of this on 2026-06-16. No further information was provided by the reporter. Evaluation by the reporter, a pharmacy pv specialist, was not available. Company comment: manufacturer's causality assessment is determined as "insufficient information". However, we considered that the causality between this fatal outcome and supartz fx will be "unlikely" because 1) the last product injection date was more than 2 years ago even though this fatal outcome date was unspecified, 2) other factors could be considered based on the patient's medical history. Based on the result of investigation for lot# 4x3c02, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring. All of product batches passed with the release test including the sterility test before the product release.

Event description:
On (B)(6) 2023 - an 87-year-old male patient received supartz fx injections to both knees for osteoarthritis. Unk - the male patient passed away.